Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure could not be confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had no image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to the device manufacture date. Updated field: h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.